Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure patient had a resolute onyx des stent implanted in the lad. Approx 11 months post procedure the patient presented with recurrent class 3 angina. It was also reported that a stent thrombosis occurred. The patient was treated with pci. The investigator assessed the event as not related to device or to the antiplatelet medication. Sponsor assessed the event as not related to the index device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec assessed mi as no event. If information is provided in the future, a supplemental report will be issued.